Manufacturer narrative:
Additional information b5, h2, h3, h6 and h11: b5: additional information was reported stating " baxter fst verified the battery was causing the improper shutdown. These were all addressed and baxter pumps placed back in service. Wireless battery modules were either cleaned and placed back in service and or removed". H11: the device was not received for evaluation; therefore, a device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq wireless module had improper shutdown. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.